Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. A general reagent or analyzer problem was not present because the qc before the event was within ranges. There was no product problem identified.

Manufacturer narrative:
The reagent lot number is 83123101 with an expiration date of 30-jun-2026. The field service representative performed maintenance and confirmed simultaneous reproducibility. The sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ige ii results for 1 patient on a cobas e 801 analytical unit. The initial result (without dilution) was 2,382 iu/ml. The sample was repeated (without dilution), and the result was "2,500 iu/ml or more". The result with an automatic dilution (20x) was 5,547 iu/ml. The sample was repeated (without dilution), and the result was "2,500 iu/ml or more". The sample was repeated and the results were: 5,095iu/ml (with a manual dilution of 5x), 5,470iu/ml (with a manual dilution of 10x), 5,760iu/ml (with a manual dilution of 20x), and 5,734iu/ml (with an automatic dilution of 50x). On 07-may-2025, the sample was tested during investigation, and the result was > 2,500 iu/ml. On 12-may-2025, the sample was tested using the feia method, and the result was 5,948 iu/ml. The sample was repeated because the customer questioned the initial result.